Event description:
It was reported that the customer went to swim and left the insulin pump inside a cooler with no water or ice. It was stated that one of her children moved the device into a cooler with water, and later the customer found that the device was in the water. The customer got panic and called the paramedics. The customer was taken to the hospital and admitted for high blood glucose of 498mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.